Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. Additional information obtained from the clinic reported the patient had bacteremia. The organism was identified as (B)(6) and lead vegetation was observed via transesophageal echocardiogram. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.